Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window corners and cracked battery tube threads.

Event description:
It was reported that the customer had no delivery alarms in the past that he felt were caused when his pants were too tight or if he had the tubing kinked. Customer was wearing scrubs and thought they were too tight. Customer loosened them up and it was fine. Customer's blood glucose level was between 160 to 220 mg/dl. Customer stated that the first time the alarm occurred was about 3 or 4 months after he started around (B)(6) 2012. Customer thought that the issue occurred twice every year. Customer would like to return the set or reservoir for analysis. Customer has also had problems with a motor error issue and high blood glucose levels. Customer reported that the no delivery alarm did not occur during manual prime. Customer had a failed battery test alarm come up while trying to discuss the motor error alarm. Customer removed the battery and put it back in to fix the error. Customer declined any further troubleshooting since the pump will be replaced. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).